Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between april 21-23, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed white residue at the blue winged luer cap which suggested a leak may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked, and drug was noted on the blue cap of the device. The issue occurred before use. The device contained 5000mg fluorouracil. There was no patient involvement. No additional information is available.